Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) was either missing or not deployed when the unknown sheath was pulled back. Manual pressure was then applied to achieve hemostasis. There was no injury to the patient, and the manual compression did not result in any negative outcome for the patient. The device was inserted into the sheath after the procedure was completed and after insertion, the balloon was inflated in the normal fashion. Once balloon was seated appropriately against the vessel wall and no blood flow was noted from the sheath side-arm, as expected, the device was "shuttled down". The device was later returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 . Complaint conclusion: as reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) was either missing or not deployed when the unknown sheath was pulled back. Manual pressure was then applied to achieve hemostasis. There was no injury to the patient, and the manual compression did not result in any negative outcome for the patient. The device was inserted into the sheath after the procedure was completed and after insertion, the balloon was inflated in the normal fashion. Once balloon was seated appropriately against the vessel wall and no blood flow was noted from the sheath side-arm, as expected, the device was ¿shuttled down¿. The device was not returned for evaluation, as initially was reported. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) was either missing or not deployed when the unknown sheath was pulled back. Manual pressure was then applied to achieve hemostasis. There was no injury to the patient, and the manual compression did not result in any negative outcome for the patient. The device was inserted into the sheath after the procedure was completed and after insertion, the balloon was inflated in the normal fashion. Once balloon was seated appropriately against the vessel wall and no blood flow was noted from the sheath side-arm, as expected, the device was ¿shuttled down¿. The device was not returned for evaluation, as initially was reported.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) was either missing or not deployed when the unknown sheath was pulled back. Manual pressure was then applied to achieve hemostasis. There was no injury to the patient, and the manual compression did not result in any negative outcome for the patient. The device was inserted into the sheath after the procedure was completed and after insertion, the balloon was inflated in the normal fashion. Once balloon was seated appropriately against the vessel wall and no blood flow was noted from the sheath side-arm, as expected, the device was ¿shuttled down¿. A non- sterile ¿mynxgrip vascular closure device¿ f5 was returned for product evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant was located approximately 24 cm from the distal end. The syringe was not returned for analysis, and the catheter was inserted into an unknown non-cordis procedural sheath of the corresponding french size. No other outstanding details were observed. Per functional analysis, a simulated deployment process test was performed as is indicated in the instructions for use (IFU). The returned device performed as intended by fully deploying the sealant with the advancer tube. The failure experience by user could not be replicated. No anomalies were observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the device and the advancer tube was still in the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment, or what factors may have contributed to the sealant deploying on the catheter since there were no other damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section h6 corrected with investigation findings and conclusions.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. This device is reported to not be available for analysis and no device has been received at the time of this report.

Event description:
As reported, the hypotube of a 5f mynxgrip vascular closure device (vcd) was either missing or not deployed when the unknown sheath was pulled back. Manual pressure was then applied to achieve hemostasis. There was no injury to the patient, and the manual compression did not result in any negative outcome for the patient. The device was inserted into the sheath after the procedure was completed and after insertion, the balloon was inflated in the normal fashion. Once balloon was seated appropriately against the vessel wall and no blood flow was noted from the sheath side-arm, as expected, the device was ¿shuttled down¿. The device will be returned for evaluation.